Event description:
Premature neonate (born 26 weeks gestation) had a per-q-cath inserted on 5/14/97 without difficulties. On 5/22/97, mild haziness was noted on cxr. On 5/27/97, cxr revealed diffuse white out blood cultures were done after pt experienced signs of sepsis. On 5/28/97, the pt code and his right chest was noted to be expanding during bolusing of drugs (during the code) a chest puncture was then noted at the right mid-axillary line. The catheter was removed and sent for cultures. It had eroded into the pt's right chest. Pt was later transferred to another hosp for "plications" of right diaphragm and further treatment. Resulting adverse event=hemidiaphragmatic paralysis.